Event description:
Reporter is patient who states, that over the past few months that her eyes have been tearing excessively and her vision has been blurred. She states, that she's experiencing pain in both eyes and has increased sensitivity to flourescent lights. She is also having a lot of itching. Her visit to the optometrist was about 6 months ago. It was at that visit she was prescribed samples and then a prescription for amo solution. Prior to this time, she'd been using opti free products. Her optometrist recommended amo product. She's worn contacts for 6 years and has never before experienced this problem. She has an appointment scheduled to follow up. She stopped wearing her contacts when she heard about the recall, approximately 3 days ago.